Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient noticed blood on the infusion set, though it was not their own, and the set had never been used. The issue occurred during package opening on (B)(6) 2026. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.